Manufacturer narrative:
Additinal information: a2, a3a, a3b, a4, a5, a6, e1: initial reporter first name, e1: initial reporter last name, e1: initial reporter facility, namee1: initial reporter address, e1: initial reporter city, e1: initial reporter state, e1: initial reporter postal code, e1: initial reporter phone no, e1: initial reporter e-mail, e3: occupation, h6, h10 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flow rate was inaccurate on a novum iq large volume pump. During an infusion of norepinephrine the patient required titration ¿by 0.02 increments from 0.16mcg/kg/minute to 0.3mcg/kg/minute without improvement in patient's blood pressure.¿ the IV tubing was removed and ¿re-seeded in the pump¿. The novum pump was restarted at ¿0.3mcg/kg/minute and patient's blood pressure immediately increased.¿ no further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.